Event description:
An incident where both effluent and pbp pumps sped up and system alarmed 'access disconnection' during the selftest. Customer reported that all lines were intact. Customer resumed crrt and restarted the selftest, and a few seconds into the selftest both effluent and pbp pumps sped up and system alarmed 'access disconnection'. Customer reported that all lines were verified and secured. Treatment was terminated and blood was not returned to the pt. No machine error codes. Blood loss amount was 230ml.